Event description:
The homecare provider and fire dept reported the following: (1) a fire occurred in a pt's home. (2) a c1000, c41, and a concentrator were in the pt's home. (3) fire investigator stated pt was probably smoking while pt was filling the c1000 from the c41. (4) the fire report states probable cause as "careless smoking near liquid oxygen cylinder." (5) pt perished in fire; pt was found 20 feet from the c41. (6) only a nut was found from the c1000.